Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 22-apr-2026, it was reported by an arthrex subsidiary employee via (B)(4) that an ar-1588rt-2j tightrope ii rt, with deploying suture, was handed over to the physician for use in a posterior cruciate ligament reconstruction procedure. Once the graft advancement process began, the graft did not advance. After being unable to advance it, the physician continued the flipping process several more times without success, and ultimately the suture where the chinese finger trap and the tape loop are located (where a type of loop is formed between both sutures) was cut. The reporter further noted that a fibertape was placed to perform an internalbrace, and the tibial tunnel had been completed manually. That is, drilling was difficult, and the surgeon ultimately attached a jacob¿s chuck handle to the drill bit and re-reamed the tunnel.